Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), rash ("rash"), skin disorder ("skin condition"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, migraine, headache and weight increased outcome was unknown and the rash and skin disorder had resolved. The reporter considered dysmenorrhoea, headache, migraine, rash, skin disorder and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2011, (B)(6) 2012. Patient received treatment for rash, skin condition, migraines, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012: essure confirmation test(s) conducted (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : previously reported event of injury was updated to dysmenorrhea (cramping). New events added - rash, skin condition, migraines, headaches, weight gain. Reporter information updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.